Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained of foreign body sensation and blurred vision. The patient had superficial punctate keratitis and a dry eye. As per the physician over the next weeks, her tear film improved, the ocular surface was improved, but the vision progression was dropped to 20/200-20/400 and she continues to complaint of chronic foreign body sensation. The refraction was not able to improve the vision and the autorefraction was plano. The posterior capsule was mildly hazy that caused glare contributing to poor vision, and capsulotomy didn¿t improve the vision. Patient is currently on anti-inflammatory medicine to maintain the ocular tear film. Patient was frustrated from the results. But with the efforts her vision was improved to 20/60. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that patient vision seem not to improve despite improving clinical findings, patient had yag laser for mild capsule opacity, had ocular surface management including artificial tears, steroids for intra ocular pressure and ointments for night.